Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The sister of a (B)(6) female patient called into zoll on (B)(6) 2014 report that the patient was treated. The patient was unconscious and at home at the time of the event. A review of the patient's downloaded data reveals that the patient was treated on (B)(6) 2014 at 02:27:14 and on (B)(6) 2014 at 23:01:31 and on (B)(6) 2014 at 00:08:42 and 00:09:19. The rhythm at the time of the first treatment was ventricular fibrillation (vf) and the post-shock rhythm was severe bradycardia at 18 bpm degrading to asystole. The rhythm at the time of the second treatment was vf and the post-shock rhythm was asystole with intermittent cardiac activity. The rhythm at the time of the third treatment was vf and the post-shock rhythm was asystole with intermittent cardiac activity. The rhythm at the time of the fourth treatment was asystole and the post-shock rhythm was asystole transitioning into severe bradycardia at 23 bpm. Oversensing of small artifact and small cardiac signal contributed to the false detection during the fourth treatment event. The patient was transported to the hospital after the third treatment. The patient received new equipment on (B)(6) 2014. The patient later passed away on (B)(6) 2014 in the hospital.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Device manufacture date: monitor sn (B)(4): 08/2013 - reuse; electrode belt sn (B)(4): 04/2011 - reuse.